Event description:
On or about (B)(6) 2010, a monarc sling was implanted. It was reported that the pt experienced pain, erosion, infection, urinary tract infection, fibrosis, incontinence, dyspareunia and required add'l medical and surgical interventions. In (B)(6) 2010, the pt was treated for severe vaginal pain, and on (B)(6) 2010 the pt had a surgical procedure to revise the mesh.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.